Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of inflammatory nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that patient was injected with juvéderm volbella® xc. At an unspecified time later, patient developed granulomas (no biopsy reported) that have lasted approximately two months. Patient has received unspecified treatment.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additionally, it was reported that patient was injected in nasolabial and melolabial (marionette) regions with 1ml of juvéderm volbella® xc. Five weeks later, symptoms appeared at injection site. Three days later, patient was treated with hylenex®. For the next following month, patient was treated with 8 rounds of hylenex®, four rounds of ipl, and 2 rounds of kenalog with diluted saline of (.4 cc and of .2cc). Symptoms ongoing.